Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) noted having episodes of syncope and was questioning obtaining an emergency medical alert device. They noted their physician was aware of his condition.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.